Event description:
The contact stated that her sister's meter would not count down. Customer service offered to troubleshoot. A check strip was not available and the control solution was expired. Customer service found when the contact inserted a strip into the meter, it was reading in mmol/l. The contact changed the meter back to mg/dl with help. Customer service was sending a check strip and control solution.